Event description:
Additional information received from reporter. I have been without my c-pap device for more than a year now because of the philips recall. Today I called philips, which has phone calls redirected to a third-party vendor, segwick company. Segwick told me to contact my local (durable medical equipment) company (medical center medical products in (B)(6) to ask the status of my replacement device. I called that company and they told me they are no longer handling the recall. They said my device would come from philips directly. I called the philips number again, but segwick was again unable to provide any information on my replacement because their records continue to show the dme to be the responsible party. I asked to speak to a supervisor who told me that they had no complaint procedure and no contact information for me to contact philips directly. I need to know when my replacement device will arrive. My email is (B)(6). My original complaint with you is access number:. Thank you for any help you can provide. Pt code: (B)(4).

Event description:
I found black dust/debris in the mask of my philips dreamstation CPAP. Please note that I have never used an ozone cleaning system on my CPAP nor has it been exposed to high heat or high humidity. Please note that I cannot give a specific date when I found the debris in my mask. FDA safety report ID# (B)(4).